Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 2.25 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection found damaged conductor wire insulation as a result of the break. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found broken grip tip. The probable root cause for the damaged insulation conductor wire is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaw locked up multiple times. The release button had to be used. The procedure was completed with no reported injury.